Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated in the stricture to its two smallest sizes successfully and retracted into the endoscope to monitor the anatomy. When the balloon was inserted again, it was attempted to be inflated again, but suddenly deflated before reaching 8atm. It was reported that a staple may have been present in the area of dilatation. The balloon was removed and it was determined that the stricture had been dilated enough with this device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years old. (B)(4): balloon suddenly deflated. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.